Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd nexiva¿ closed IV catheter system was sealed together and would not separate from the base. There was no report of injury or medical interventions.

Event description:
It was reported that a bd nexiva¿ closed IV catheter system was sealed together and would not separate from the base. There was no report of injury or medical interventions.

Manufacturer narrative:
H.6. Investigation summary: bd received one unused nexiva (B)(4) unit from the lot number 7271747. Observed there was cured adhesive in the crevice between the tip shield and the grip. DHR review - no issues were identified during production. Qn review - no quality notifications were issued during the production of the batch for related defects. Eura review - causes of the defect include damage and adhesive between the tip shield and the grip. The occurrence of this incident does not exceed acceptable levels of risk. Sample analysis - identified adhesive between the tip shield and the grip. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: relationship of device to the reported incident: manufacturing. Comment: the cured adhesive dripped on tip shield and grip. This occurs in zone 6 of the nexiva full auto line.